Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed with the naked eye noted a broken occluder feet of the main body located beneath the white twist sleeve. The reported condition was verified. The cause of the broken occluder feet could not be determined; however evidence of a cleaning agent or foreign solvent around the threads of the main body could have contributed to the damage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set with twist cap leaked; further described as ¿had fluid flow with the twist clamp closed¿. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.